Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was not placed in a vessel bend when it failed to open. Tried to re-retrieve and deploy, pushed and pulled in an attempt to open the pipeline. There was no friction or resistance during the delivery of the pipeline. Continuous catheter flush was administered during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline's middle section could not be opened. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm at the c6 lateral wall with a max diameter of 5.7 mm and a 4.3 mm neck diameter. The landing zone was 4.28 mm distally and 4.71 mm proximally. It was noted the patient's vessel tortuosity was moderate. It was reported that during the dense mesh surgery, the surgeon delivered the marksman microcatheter to m2 normally, hydrated the stent and delivered it to the marksman. After opening the stent tip end at the m1 level, the stent was pulled back to the c7 choroid to anchor the stent. During the deploy of the middle section of the stent, the stent could not be opened at all and was located at the neck of the aneurysm. After multiple attempts to push, pull and retrieve the stent, the middle section of the stent still could not be opened. Considering the anesthesia risk, it was replaced with the stent (ped-475-16), and the opening and anchoring actions were repeated. The middle section of the stent was successfully opened and the surgery was completed. Dual antiplatelet treatment was administered and the pru level met the standard. The angiographic result post procedure was that the contrast agent retention was obvious, achieving the expected treatment effect. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a marksman microcatheter.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside the marksman catheter, and the braid was inside a syringe, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal and proximal ends are opened and frayed, and the braid¿s middle part is fully opened and damaged. No other anomalies were found. Testing/analysis: the pipeline flex pusher wire was removed from inside the marksman catheter lumen without issues. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at middle¿ could not be confirmed, as the middle part of the returned pipeline flex braid was opened and damaged, and both ends were open and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported moderate vessel tortuosity, and the braid was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in a vessel bend as potential causes. A damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.